Event description:
Gas leak alarm noted; pink tinged material in condensation helium port. MFR's rep called. Change in wave form noted. Blood noted in tubing. Use of intraaortic balloon pump was discontinued for this pt without any significant changes in status. However, there was much difficulty in removing the balloon and the physicians noted a "hooklike" shape protruding from the balloon.